Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr 119 cm r2p destination sheath assembly, dilator and the valve assembly were returned for product evaluation. Visual inspection revealed that the components were returned with the valve assembly mated to the dilator and the dilator was completely inserted through the sheath. No visual damage or anomalies were noted. Functional testing was performed. The dilator was removed from the valve and sheath assembly slowly and flush with water, no anomalies or leakage was noted. The dilator was re-inserted and removed quickly from the sheath, then the sheath was flushed with water again and the valve was found to be leaking. The crosscut valve was dissected from the sheath hub and no damage was noted on the crosscut valve. The following statement was reviewed in the product IFU: "be sure to remove the dilator from the sheath slowly. Rapid withdrawal of the dilator may result in the incomplete closing of the hemostatic valve, resulting in blood flow through the valve. If this occurs, replace the dilator into the sheath and remove again slowly." Based on the returned device, the complaint event can be confirmed for valve leakage because the failure was replicated during functional testing. The cause of the event cannot be determined however it is likely that mishandling of the device during usage led to the leakage noted at the sheath hub.

Manufacturer narrative:
Expiration: unknown due to unknown lot number. UDI: unknown due to uknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a superficial femoral artery (sfa) procedure was performed. During the case they noticed that the hub of the r2p destination slender sheath was leaking blood. The procedure was completed with the device, and there were no complications with the procedure or patient. There was no patient injury/medical, or surgical intervention required. The patient was in stable condition. The procedure outcome was successful. The estimated blood loss was less than 250cc. Additional information was received on 26oct2020. The valve (hub) was leaking blood.